Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir battery was empty. The humapen memoir was associated with product complaint (B)(4) / lot 0709c02. Upon inspection of the device, missing and faded segments were found in the dose display the user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received (B)(6) 2011 via the global product complaint database. Added the device specific safety summary. Updated medwatch info and EU/ca device fields.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir battery was empty. The humapen memoir was associated with product complaint (B)(4). Upon inspection of the device, missing and faded segments were found in the dose display the user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. Evaluation summary a pharmacy reported on behalf of a patient that their humapen memoir device battery was empty. Investigation of the returned device (batch 0709c02, manufactured september 2007) found missing segments in the dose display. The device had 33 low battery warning errors. A detailed investigation found signal discontinuity occurring between the lcd cable and the flex board caused by a deficient or failed lcd cable bond to the flex board. The exact cause for the deficient or failed lcd cable bond to the flex board could not determined. A batch record review did not identify any manufacturing related potential causes. This is the first and only occurrence of this particular failure mode for this batch. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional.' Corrective action - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage -there is no evidence of improper use or storage.